Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen will calibrate and work; after the touch screen has been on, the touch on the touch screen will be off; the end users said the screen will freeze and be unresponsive. The customer reported there was patient involvement and no patient harm.